Manufacturer narrative:
The received device had the cannula assembly fully deployed, but soft cannula was not visible outside the device. After opening the top housing, soft cannula was measured to be out of specification (soft cannula found to be cut off). It could not be conclusively determined when this damage occurred or if it linked to the reported event of insulin delivery.

Event description:
It was reported the patients blood glucose level rose to 400 mg/dl while wearing the pod between 24 and 36 hours. As treatment, a new pod was applied.